Manufacturer narrative:
Could not confirm customer complaint of device failing accuracy test. Ran several accuracy tests on device using 200/10 on a and b channels with results of 20.3, 20.4, 20.2, 20.3. Device did have damaged fluid shield and door, probable cause is physical damage. Replaced door and fluid shield. Device passes self test, cassette test, accuracy test and runs protocol as designed.

Event description:
The event occurred on an unspecified date and involved a plum 360 infuser where it was reported that the device is failing its flow accuracy test. The unit was measured 21.2ml across two tests and it was measured with a pronk ft-2 flow meter. The event occurred during preventative maintenance. No patient involved and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.